Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the pump alarmed power error detected and low battery alert. The adapt tool confirmed power error detected and low battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.

Event description:
Information received by medtronic indicated that insulin pump had power error alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Notification light did not immediately stop flashing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.